Manufacturer narrative:
Concomitant medical products: tem1509g parietex progrip tem/pla 15x9cm (lot# sra2181x), tem1509g parietex progrip tem/pla 15x9cm (lot# srf0738x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic repair of bilateral inguinal hernias and an umbilical hernia. It was reported that after implant, the patient experienced recurrence, pain, mesh folded, adhesions, and meshoma (wrinkled mesh). Post-operative patient treatment included revision surgery, pain medication, hernia repair, and mesh/suture removal.